Manufacturer narrative:
Product complaint # (B)(4). The pump serial number was not reported; UDI unavailable. Implantation date: the date of implant was not reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, a female patient showed symptoms of overdose two days after codman 3000 pump refill and responded to naloxone according to paramedics and the family. The patient was placed in the intensive care unit (ICU) and intubated but made a full recovery. The patient was discharged and there were no further issues. The treating physician made the decision to empty the pump of the intrathecal morphine and refill with preservative-free normal saline. A magnetic resonance imaging (MRI) will be performed to rule out a granuloma at the tip of the catheter. The codman 3000 pump was implanted for pain, and the patient was on high-dose morphine (35mg/day, 70mg/ml compounded) via the pump. It was reported that the patient allowed the pump to run dry and then was refilled by another practitioner. The amount of time there was no drug in the pump is unknown. High oral doses of morphine were used between pump refills and the provider felt this may have added to the overdose symptoms. There was no report of a pump malfunction. The pump remains implanted in the patient and is thus not available for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to correct the address of the facility. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received on 15-jan-2019: as of the previous week, the MRI has not yet been performed and the pump was still filled with saline with morphine not yet started. No further information could be obtained. Complaint conclusion: as reported by a healthcare professional, a female patient showed symptoms of overdose two days after codman 3000 (unk catalog & serial) pump refill and responded to naloxone according to paramedics and the family. The patient was placed in the intensive care unit (ICU) and intubated but made a full recovery. The treating physician made the decision to empty the pump of the morphine and refill with preservative-free normal saline. A magnetic resonance imaging (MRI) will be performed to rule out a granuloma at the tip of the catheter. The codman 3000 pump was implanted for pain, and the patient was on high-dose morphine (35mg/day, 70mg/ml compounded) via the pump. It was reported that the patient allowed the pump to run dry and then was refilled by another practitioner. The amount of time there was no drug in the pump is unknown. There was no report of a pump malfunction. Additional information received on 15-jan-2019 indicated that as of the previous week, the MRI has not yet been performed and the pump was still filled with saline with morphine not yet started. No further information could be obtained. The pump remains implanted in the patient and is thus not available for evaluation. The serial number was not reported; without the serial number, a review of manufacturing documentation could not be conducted. Overdose is a known potential complication with use of the codman 3000 pump during refill. The pump is refilled percutaneously using a non-coring needle and tubing set as supplied in the refill kit. Bolus injections are performed percutaneously using the special bolus needle. Bolus access and pump refill procedures must be performed using the correct access needle. The pump should never be refilled using a special bolus needle. This use will result in giving a bolus injection to the patient and can cause a fatal drug overdose. If the needle is not properly positioned and verified as detailed in the pump refill procedures, drug extravasation can occur. Elevated temperature and decreased ambient pressure (as in air flight) will increase the flow rate of the pump and can lead to over-delivery of drug to the patient. The instructions for use (IFU) includes information for the patient that includes returning on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that patient and pharmacological factors, including the high dose oral medication, may have contributed to the overdose symptoms. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received indicated that the physician plans to perform a computed tomography (CT) scan instead of an MRI. The patient is doing fine on oral medication and is still receiving normal saline via the pump. [Complaint conclusion] - updated: as reported by a healthcare professional, a female patient showed symptoms of overdose two days after codman 3000 (unk catalog & serial) pump refill and responded to naloxone according to paramedics and the family. The patient was placed in the intensive care unit (ICU) and intubated but made a full recovery. The treating physician made the decision to empty the pump of the morphine and refill with preservative-free normal saline. A magnetic resonance imaging (MRI) will be performed to rule out a granuloma at the tip of the catheter. The codman 3000 pump was implanted for pain, and the patient was on high-dose morphine (35mg/day, 70mg/ml compounded) via the pump. It was reported that the patient allowed the pump to run dry and then was refilled by another practitioner. The amount of time there was no drug in the pump is unknown. The last report received indicated that the physician plans to perform a computed tomography (CT) scan instead of an MRI. The patient is doing fine on oral medication and is still receiving normal saline via the pump. There was no report of a pump malfunction. No further information could be obtained. The pump remains implanted in the patient and is thus not available for evaluation. The serial number was not reported; without the serial number, a review of manufacturing documentation could not be conducted. Overdose is a known potential complication with use of the codman 3000 pump during refill. The pump is refilled percutaneously using a non-coring needle and tubing set as supplied in the refill kit. Bolus injections are performed percutaneously using the special bolus needle. Bolus access and pump refill procedures must be performed using the correct access needle. The pump should never be refilled using a special bolus needle. This use will result in giving a bolus injection to the patient and can cause a fatal drug overdose. If the needle is not properly positioned and verified as detailed in the pump refill procedures, drug extravasation can occur. Elevated temperature and decreased ambient pressure (as in air flight) will increase the flow rate of the pump and can lead to over-delivery of drug to the patient. The instructions for use (IFU) includes information for the patient that includes returning on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that patient and pharmacological factors, including the high dose oral medication, may have contributed the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.